Event description:
It was reported that the stent fractured. The lesion being treated was located in a very tight popliteal artery. Approximately three months after implanting, an innova stent during an angioplasty procedure, it was noted on arteriography that the stent was fractured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it was indicated that the device would not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).